Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station keyboard was not responding. The field service engineer (fse) remotely accessed the station and found that no characters could be typed into the user ID field. The fse observed that the station was pending a reboot and had not been restarted in over two months. The station was rebooted to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not responding. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.